Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc freestyle libre reader ¿flashing on and off when pressing the start button¿ and as a result, they were incapable of obtaining glucose reading. The customer experienced dizziness and a seizure however, was able to come to themselves and self-treated with sugar. No third-party treatment was reported and no further information was provided. There was no report of death or permanent injury associated with this event.